Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Please reference sections a2, a3, b1, b2 other serious (important medical event), b5, and h1.

Event description:
Complainant alleged that while attempting to defibrillate a patient 40-year-old male patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently sustained a serious injury. The customer was unable to provide information on the patient's injury.

Event description:
Complainant alleged that while attempting to defibrillate a 40-year-old male patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b1 (product problem), b5, and h1. Device evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycle testing, using the returned multifunction cable without duplicating the report. An internal inspection resulted in no findings. The analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Mdr03 was inadvertently submitted. Please refer to mdr02.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.